Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: there was an anastomosis problem. The pt was re-operated 2 days after surgery. Loss of blood was reported as approximately 1 liter.